Event description:
A review of service data has detected a reportable event. Upon servicing of electrode belt sn (B)(4), which was returned for normal maintenance, the trunk cable was cut with wires exposed. The last patient to use this electrode belt did not report any problems.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation the trunk cable was cut and all wires were severed. The cut cable and wires caused the belt to be unable to detect or treat a patient. The root cause for the cut cable cannot be positively determined but is likely physical abuse. No adverse event resulted from the cut cable. The last patient to use this electrode belt did not report any problems.